Manufacturer narrative:
Eval: method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This x-ray system failed to perform in the middle of a cardiac catheter procedure. The lower half of the image was lost, not visible. The catheter needed to be removed with limited fluoro. The procedure was rescheduled on the patient.